Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to electromagnetic interference (emi) oversensing. This s-ICD remains in service. No adverse patient effects were reported.